Manufacturer narrative:
A review of the mfg documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. A visual and microscopic examination found that the hypotube had broken approximately 22.0cm distal from the catheter's strain relief. The device was kinked at the point of separation. There were no other kinks along the entire length of the hypotube. Microscopic examination of the balloon found no issues with the balloon material or the crimped stent. The balloon was tightly wrapped and was not subjected to any positive pressure. The most probable root cause of this event is operational context.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a shaft break of the stent delivery system occurred. The physician attempted to treat a 2.0x2.0mm de novo lesion with moderate calcification and 80% stenosis with a 2.25x24mm taxus liberte drug eluting stent. The lesion was located in the moderately tortuous distal om (obtuse marginal) artery. The lesion was not pre-dilated. During advancement of the stent delivery system to the target lesion, the shaft broke. The broken section was outside of the pt. The device was retrieved successfully and the procedure was completed with a 2.25x20mm taxus liberte stent. It was noted that the physician encountered significant resistance upon insertion of the device. No abnormalities were noted with the device prior to use. There were no reported pt complications. The pt status is listed as "stable".